Event description:
Patient noted the doctor noted "lead noise" on two occasions since implant. But doctor was unable to reproduce when in the clinic. Patient knew nothing else about it. Patient also noted occasional shortness of breath but not sure of cause. Doctor is aware. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).